Event description:
It was reported that during an unknown procedure, air leaked with a boo sound. In the first hour, air leaked when a forceps was inserted into and removed from the trocar. After that, while no instrument was inserted, the air leak noise was heard. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Boo. If so, did the noise prevent insufflation?---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? Yes and no, if so, what device? Forceps. Was any torque being applied to the trocar or device? ---no information. The analysis results found that devices (a, b and c) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.